Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). Battery pocket discomfort was reported. The patient said she has had pain in the battery pocket for about a year. It appears to move significantly. Hcp was referring patient to a surgeon for a revision. A visual exam was performed, area was palpated and plan was discussed with the hcp. Surgery referral has been initiated. Hcp had no further information. No further complications were reported/anticipated.